Manufacturer narrative:
Additional information will be provided once the investigation has been completed. The device manufacturer date is not known at this time. However, should it become available it will be provided in future reports. (B)(4).

Event description:
It was reported that the tip broke. All pieces were retrieved and the surgery was completed successfully.

Manufacturer narrative:
Alleged failure: blade broke off inside the joint. Probable root cause: inadequate window profile, inadequate welding process, improper material strength, inadequate size selected for the application, material brittleness, excessive force applied by the user. The device manufacturer date is not known. Gtin: (B)(4). The product was not returned for investigation therefore the reported failure mode was not confirmed. The failure mode will be monitored for future reoccurrence.

Event description:
It was reported that the tip broke. All pieces were retrieved and the surgery was completed successfully.